Manufacturer narrative:
It was initially reported that the frayed and loose strings of the gauze sponges had to be picked out of the wound during an unidentified surgery. It was added that this event did not cause harm to the patient. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported required medical intervention to retrieve frayed and loose strings of the gauze sponge from the wound, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that frayed and loose strings of the gauze sponges had to be picked out of the wound during an unidentified surgery.